Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 1+ diffuse lamellar keratitis (dlk) with infection/inflammation symptoms on both eyes (ou) at 1 day post-operative exam. A brief description from the surgery center indicated the patient presented with peripheral dlk stage 1+ more on the left eye (os) than the right eye (od) and there was no cell, no clumping or no central observed. The patient commented on good vision and comfort. Oral steroids (medrol dosepak) were prescribed to be tapered off and topical steroid drops were increased to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -1.50 x -.75 x 169, left eye pre-op 20/20 -1.50 x -.75 x 4.